Event description:
It was reported that the patient recently had not been receiving adequate pain relief near the catheter pathway. It was unclear by the reporter as to what was happening with the pump. The patient was scheduled to have a magnetic resonance imaging (MRI) to rule out the possibility of a granuloma; the catheter being stuck to the spine, or other possible issues in the areas of the catheter. The reporter stated that she was informed by the MRI facility that the MRI could not be done unless the pump was empty and turned off. It was indicated that the patient's status was fair. The drug delivered via pump was fentanyl. Additional had been requested, but was not available as of the date of this report.

Event description:
Additional information was received. Hcp reported pump adjusted with better relief. Inflammatory mass ruled out. If additional information becomes available a report will be submitted.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2003, explanted:, product type: catheter; product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted:, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).